Event description:
"Malfunction" alarm and pump stopped. 3 channels were running, instrument alarmed and shut down, nurse was at bedside, patient reportedly had cardiac event requiring resuscitation. Biomed checked out device but could not find anything wrong it, reportedly unable to duplicate the event despite testing unit on both battery and main power for 2 days, ran all 4 channels at 25-50 ml/hr.